Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The battery charger was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery charger was returned for analysis, however analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was having battery issues with the imaging system. On the mobile view station (mvs) it stated that "individual battery failure please service batteries." The site was not sure if it was left in charging overnight. The battery charges shows 3 batteries illuminated. Technical services (ts) instructed the site to leave the system charging when not in use.